Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an out of range pacing impedance on the right ventricular lead. Pocket manipulation was performed to try and reproduce the out of range measurement. The lead impedance rose during the pocket manipulation and it was suggested that a header connection issue was possible. The patient was expected to be monitored at this time. No further information is available.